Event description:
The customer reported via phone call that the insulin pump had received high pressure test was failed. Customer's blood glucose level was 235 mg/dl at the time of incident and other blood glucose level was 141 mg/dl. Troubleshooting was done for high blood glucose. Customer advised to the insulin pump will need to be replaced and to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.